Manufacturer narrative:
Not returned

Event description:
Complaint received that alleges "stated rod that moves position from the brace bend while she was walking causing for brace to change position and fell down and injured her arm and ribs". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.